Event description:
Customer reported an issue with the v series monitor, which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the units ECG and respiration board assembly. Calibrated and safety testes unit to factory specifications.